Event description:
It was reported that during a da vinci-assisted surgical procedure, a sureform 60 blue reload was difficult to remove. The removal was attempted by the surgical technologist and surgeon. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the reload was difficult to remove, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 blue reload was analyzed and the complaint regarding the reload being difficult to remove from the stapler was not confirmed by failure analysis. The reload was returned installed between the jaws of the instrument. The reload was removed and installed from the instrument without any issues. Additional observations not reported by site: the reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track and at the proximal end. No material appears to be missing. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. The reload was observed to have lodged, malformed staples bunched up on the surface of the reload near the knife.